Event description:
It was reported that during a low anterior resection, when fired the device did not staple the anterior wall. The staples fired on the posterior side were malformed. The surgeon overstitched to close the tissue. There was no patient consequence.